Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient stated they were not feeling well. They were vomiting, feeling weak, sweaty and had a bad headache. They stated they could barely stand. The cgm was displaying low during this time. The patient's mother checked a finger stick bg and the value was too high for the glucose meter to provide a value. The patient's mother took the patient to urgent care. At urgent care, they checked a finger stick bg and the value was 1,000 mg/dl. The patient was treatment with insulin and was discharged the same day. At the time of the report, the patient was doing well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. No data was provided for evaluation. The allegation was undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.